Event description:
Routine complaint investigation when a health care facility reported receiving imprecise sequential readings from the precision pcx blood glucose monitor. The values, when plotted on a parkes error grid fell into the "c" zone. The difference in values is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.